Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("tummy aches"), gallbladder operation ("the anti-inflammatories only destroyed her body. Had to have a gallbladder operation"), uterine leiomyoma ("fibroid") and carpal tunnel syndrome ("carpal tunnel syndrome: an operation on both hands") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gallbladder operation (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) with menorrhagia, carpal tunnel syndrome (seriousness criterion medically significant), arthralgia ("pain in the wrists / the pain was still there. And got worse. The shoulders, hips and legs...at one point, she couldn't even walk any more"), pain in extremity ("the pain was still there. And got worse. The shoulders, hips and legs...at one point, she couldn't even walk any more"), allergy to metals ("is indeed very allergic to nickel"), insomnia ("insomnia"), somnolence ("couldn't go a whole day without sleeping") and fatigue ("extreme fatigue"). The patient was treated with antiinflammatory/antirheumatic products, surgery (removal of essure in february), surgery (removal of uterus) and surgery (operation on both hands). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, gallbladder operation, uterine leiomyoma, carpal tunnel syndrome, arthralgia, pain in extremity, allergy to metals, insomnia and fatigue outcome was unknown and the somnolence was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, carpal tunnel syndrome, fatigue, gallbladder operation, insomnia, pain in extremity, somnolence and uterine leiomyoma to be related to essure. The reporter commented: six months after essure insertion, the problems began. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: very allergic to nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1151 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.